Manufacturer narrative:
Event date: approximated based on the date of appointment.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.